Event description:
Customer reported negative hcg results on patient tested with clinitest hcg qualitative urine test on sept 6. Serum results were positive. Repeat testing on sept 7 with the clinitest hcg qualitative urine test was positive. Patient collapsed with a ruptured ectopic pregnancy.

Manufacturer narrative:
Patient indicated she had 2 positive results for hcg with home test kit. Instruction for use (IFU) for the clinitest hcg test state: note: negative test results in patients suspected to be pregnant should be retested with a sample obtained 48 to 72 hours later, or by performing a quantitative assay. Hospital indicated that negative urine result could be due to sample being a late day sample that could have been dilute.